Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted due to rectocele, ecterocele, mixed urinary incontinence and cystitis glandularis in the bladder.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08477. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent cystoscopy, vaginoscopy, and excision of extruded mesh transvaginal on (B)(6) 2010. No additional information has been provided.